Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the surgeon couldn't connect the anvil and the shaft (loose). A new product was used to complete the case. The surgical time was extended by less than 30 min. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of an anvil noted that one of the retainer legs was bent while the other one had cross cutting staple line marks and imbedded staples on the mylar cutting ring. Further inspection of an instrument noted damage to the knife blade. Functionally, the instruments were subjected to a measured anvil attachment test, one of them was performed with a pmv anvil due to the bent retainer leg. Both instruments were applied to test media with satisfactorily results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of knife blade and stap le guide damage that has no relationship to the reported condition. Replication of the observed knife blade and staple guide damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.